Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using dc extension cable. They stated that the vasoview hemopro 3500 device's cutting and cauterizing feature did not disengage when toggle switch was pushed into the forward position. New device and cable opened and worked as expected. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4,g7,h2,h6,h10. Internal complaint number: (B)(4). The reported device is an OEM device, therefore, a lot history review was not applicable. The product is not returning. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using dc extension cable. They stated that the vasoview hemopro 3500 device's cutting and cauterizing feature did not disengage when toggle switch was pushed into the forward position. New device and cable opened and worked as expected. A replacement device was used to complete the procedure. The hospital did not report any patient effects.